Manufacturer narrative:
Additional information has been added to h6 and h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the middle of treatment with a theranova 500, a patient experienced chest pain and shortness of breath. The chest pain lasted for 2 hours and the patient was admitted to the hospital. No medical intervention was reported. No additional information is available.